Event description:
In (b) 2010 while transferring self to commode, pt began having left hip girdle pain. In mid (b) 2010, after a 3 day history of worsening lift hip pain and inability to walk, an x-ray showed that the acetabular component on the left side was disengaged from the pelvis. The construct was dislocated posterior-superiorly.